Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to traumatic brain injury. The customer's blood glucose was unknown. Customer¿s stated that the previous rep told her that the recalled infusion set may have been a cause of her passing out with the brain injury. The pump will not be returned for analysis.